Manufacturer narrative:
An investigation was carried out into this complaint. On 2017-jul-05 arjohuntleigh has become aware of the event during which a female resident with dementia was walking through the hallway at the facility (B)(6). The facility staff came to her as they heard a loud scream. They found that she was suspended from the spreader bar of maxi 500 passive floor lift by her left armpit. They lowered the lift to the lowest position, which brought the resident into a seated position on the floor between the legs of the lift, with her back against the wall and her left armpit impaled on the spreader bar of the lift. The resident had a long sleeve shirt on. They quickly cut the sleeve, inspected the area to see if they could remove the bar from her arm. They could not so call an ambulance and a fire brigade. When fire brigade and ambulance arrived, the spreader bar was removed from the shaft of the lift and then the resident was sent to hospital (B)(6) with the bar in her armpit. The spreader bar was removed from the armpit at the hospital. The resident had only superficial injuries, her arm was stitched. When reviewing similar incidents for the maxi 500 passive floor lift, we have not found any others. We believe this event to be an isolated case to date. In course of the investigation, it has been tried to establish a root cause of the reported issue - impale of resident onto spreader bar by her armpit. The involved lift was not being used for treatment at the time when the incident occurred. It was parked in the hallway of the facility as usually. Following provided information, the resident basically used the device to brace her accidental fall and this is how she became impaled on the spreader bar. The spreader bar was returned from the hospital to the facility as this part was still intact with no damage. Inspection of the lift involved in this incident (including function test) did not reveal any malfunction either. Both items were up to their specification. The incident is considered to be a misadventure - an unfortunate accident. Please note also that maxi 500 passive floor lifts are compliant to iso 10535:2006 hoists for the transfer of disabled persons - requirements and test methods. This ensures that the device itself is safe for users and applicable to transfer of patients. Looking at the incident scenario it has been established that the maxi 500 passive lift was not being used for patient handling at the time of the event. It did not fail to meet its specification that time either. Because of the fact, the removal of the spreader bar is considered to be an unexpected medical intervention to prevent permanent damage, it is believed that the device was involved with the adverse event. We found this incident reportable to competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
On (B)(4)2017 arjohuntleigh has become aware of the event when a female resident with dementia was wandering the hallway at facility. The facility staff came to her when they heard a scream. They found that she was suspended from the spreader bar of a passive floor lift by her left armpit. They lowered the lift to the lowest position, which brought her into a seated position on the floor between the legs of the lift, with her back against the wall and her left armpit impaled on the spreader bar of the lift. The resident had a long sleeve shirt on. They quickly cut the sleeve, inspected the area to see if they could remove the bar from her arm. They could not, so called 911, requesting both ambulance and fire. Within twenty minute the ems responders arrived, removed the spreader bar from the shaft of the lift and sent resident to hospital with the bar in her armpit. After the event, the resident was stable, had only superficial injuries, had not needed surgical removal, only required pain management. Since the removal of the bar is considered to be as an unexpected medical intervention to prevent permanent damage the event was decided to be reportable to food and drug administration.